Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report of basket impaction and removal difficulties. The basket wires were not bent and the shape represents shape at the time of manufacture. The basket had bene cut at the proximal end to facilitate surgical removal from the patient. The basket drive cable and outer sheath were included in the return and exhibited several kinks. The distal portion of the outer sheath exhibits a split area in the basket lumen approximately 3cm in length, beginning from the distal end of the catheter. The basket drive cable is extending from the outer sheath at this split. The basket handle had been removed and was not returned for evaluation. No other observations were noted. A manufacturing discrepancy that could have contributed to these observations was not observed. We were unable to conduct a review of the device history record or conduct a sample test form this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: a discrepancy or anomaly that could have contributed to the reported event was not observed during our analysis. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the information provided indicated a sphincterotomy was not performed prior to the extraction attempt. The instructions for use advise the user that assessment of the stone size and ampullary orifice must be made to determine the necessity of a sphincterotomy. Sphincterotomy is performed to widen the ampullary opening and allow passage of the stone from the bile duct into the duodenum. An ampullary opening inadequate to allow for unimpeded passage of the stone and basket is listed in the instructions for use as a contraindication. It is possible that the anatomy of the patient (papilla was not large enough to allow passage of stone and basket) as well as the physician's choice not to perform a sphincterotomy contributed to this observation. Impaction of the object with the basket is listed in the instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. The instructions for use informs the user that if passage of the basket and stone is restricted, surgical intervention may be necessary. If excessive pressure is applied to the device when resistance due to stone and basket removal difficulties is encountered, this can cause damage to the device such as a spill in the outer sheath. Information provided with the report indicates that endoscope was in a torqued or retroflexed position and the elevator of the endoscope was in a sharp angle. It is possible the position of the endoscope contributed to resistance in movement of the basket and captured stone. If the device receives excessive pressure, perhaps in response to the endoscope position, this can cause damage to the device such as a split in the outer sheath. The instructions for use direct the user to advance the device through the endoscope accessory channel in short increments until the basket sheath exits the endoscope. This activity will aid in device preservation. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure to remove gallstones, the physician used a cook endoscopy memory ii double lumen extraction basket. During the procedure, a gallstone was captured and the physician attempted to endoscopically remove the basket from the papilla. Attempts to move the basket and stone from the papilla was unsuccessful. The basket and stone could not be removed from the patient (the basket was impacted with the stone and could not be removed). In addition to this observation, the outer sheath of the basket device was observed to be damaged near the distal end. The endoscopic procedure was suspended and the basket was surgically removed from the patient. The patient did not experience any adverse effects or require additional procedures other than what is described above.